Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an unspecified time, the device was programmed to deliver an unspecified concentration of iron dextran, with a 55-60ml vtbi (volume to be infused), a 110/ml/hr rate, for duration of 30 minutes and the delivery was started. After an unspecified length of time the device was reprogrammed to deliver a 50ml vtbi and the delivery was started. After an unspecified length of time, the nurse went to the patient's room expecting the delivery to be complete; however, the nurse reported that approximately "5-7 inches" of air was noted in the tubing set with no device alarm. No air was delivered to the patient. The device was removed from clinical service. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During tested at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. It was determined the failure to alarm for air in line occurred when a liquid droplet adhered to the inner wall of a microbore administration tubing set when the solution container was run past dry and the liquid droplet was positioned directly in line with the air sensor, interfering with the air sensing algorithm¿s ability to trigger an alarm for the presence of air.  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated (B)(4).  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.

Manufacturer narrative:
The device passed testing by appropriately alarming when air was present in the tubing distal to the device. (B) (4). (B) (4)